Event description:
It was reported that guidewire detachment occurred. The patient presented with coronary arterial occlusion. A 182cm j choice guidewire was selected for use. However, during introduction, the device was fractured. The procedure was completed with a different guidewire. There were no patient complications reported.